Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff partially remained in the pocket and its rim was bent, consistent with the anterior cuff striking the rim of the anterior cuff during needle deployment instead of engaging with the cuff as designed. A link break was detected at the swage end of the anterior cuff; however, it was due to post-procedure manipulation rather than a device failure. The original plunger was not returned with the device. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. However, the anterior cuff did not capture the needle during the proxy plunger insertion due to previously being pushed out and damaged during use. The needle trajectory of every device is checked twice during manufacturing. Based on the test result of the device needle trajectory in the lab and testing during manufacturing, the probable root cause for the anterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot. The instructions for use (IFU), under the device placement section, states: perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and a non-abbott device was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.